Manufacturer narrative:
The customer did not supply any patient demographics such as ages, dates of birth, sexes or weights. Initial reporter customer phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access ft3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining elevated free triiodothyronine (access free t3) results for several patients on the unicel dxi 800 access immunoassay system (serial number (B)(4)) that were discordant to another methodology and the patients' clinical files. The patients' free thyroxine (access free t4) results and the patient's human thyroid-stimulating hormone (access htsh) results were within normal reference ranges. The customer also analyzed the patients' samples on an alternate methodology (immulite, siemens) and obtained discordant, lower results within that assay's normal reference range. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatments associated with this event. Calibration, qc and system check parameters were all recovering within expected ranges at the time of the event. Information on the collection and centrifugation of the patient samples was not supplied. There was no report of sample integrity issues reported by the customer.